Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2010 due to femoral component loosening. The femoral component was removed and replaced. No further information has been provided to date.